Event description:
The customer called to report a motor error alarm during the manual prime. The customer also stated that she works near equipment that generates a high magnetic field. Troubleshooting was performed, and the insulin pump did not pass the displacement test. Advised that the insulin pump would be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.